Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no reported adverse impact to customer's blood glucose level. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.